Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel board was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported a control panel error was displayed and the system locked up. The customer was able to reboot the system to clear the error. There is no report of death or serious injury associated with the complaint.